Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the insulin gauge was inaccurate. Subsequently, the pump declared a low insulin alert and a cartridge alarm (cartridge alarm 8). Customer's blood glucose meter read "high" and the customer had dangerous levels of ketones. Customer addressed the high blood glucose with an injection. On (B)(6) 2018, customer was admitted to the hospital for diabetic ketoacidosis. The customer reported receiving IV fluids, insulin drop bag, and medication. Multiple attempts were made by tandem technical support to follow up with customer; however, all were unsuccessful.

Manufacturer narrative:
Added code (B)(4).